Manufacturer narrative:
Upon retrospective review, this issue was determined to be reportable as an MDR.

Event description:
Merge hemo monitors, measures, and records physiologic data from a human patient undergoing a cardiac catheterization procedure. Customer reported the hemomonitor application crashed with the following error "hemomonitor.exe has stopped working unexpectedly." This error impacts the physician's ability to continue vitals monitoring during cath procedures. (B)(4).